Manufacturer narrative:
It was reported that the hip liner wings compressed during insertion and the poly insert came out before the surgeon closed. A different poly insert had to be used as a result. There was a major delay of about an hour because of this issue. Review of the device history record indicates that the device was manufactured to specification. All sterilisation requirements were met.

Event description:
It was reported that the hip liner wings compressed during insertion and the poly insert came out before the surgeon closed. A different poly insert had to be used as a result. There was a major delay of about an hour because of this issue.